Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, the cgm reading was approximately 300 mg/dl. The patient wasn't able to do a finger test due to lack of strips. The patient was taken to the hospital by her sister. She was feeling symptoms such nausea, vomiting and increased thirst. After checking her blood sugar with a fingerstick at the (B)(6) hospital, the reading was about 700 mg/dl. There was no cgm reading reported at that time. The nurse was performing bg readings every 30 minutes and the cgm was still inaccurate but they did not remove the sensor. The patient was treated with intravenous (IV) insulin. After three days, she was discharged from the hospital on (B)(6) 2026. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.